Event description:
It was reported that at 7:54 pm, the clinical support specialist (css) received a call from the rn stating that they were getting "helium loss (2) alarms" every few minutes. The patient (pt.) Was a (B)(6) male post anterior myocardial infarction & stent. The fiber optix catheter was not zeroed prior to insertion. The 40 cc intra-aortic balloon (iab) was placed while the pt. Was in the cath lab, through a sheath into the pt's right femoral artery. Pt. Was in a sinus tachycardia with a heart rate 130 bpm, pressure readings were 80/ systolic with a map of 68. According to the rn there was no blood in the tubing & they checked for any kink in the catheter. The connections were secure. The pt. Was lying quietly. There were not ectopic beats. The intra-aortic balloon pump (iabp) was 1:1. The css had the rn decrease the volume in the balloon to 35 cc, had the rn go to 1:2 & had the rn decrease the volume to 30 cc & the alarms continued. The css asked the rn to place some traction on the catheter, alarms continued. The css asked the rn to fax alarm strips & after review, "it is dropping off of zero." The css recommended that the rn contact the md to have the iab replaced. At 8:43 pm, the rn called the css & stated that the md did not want to take the balloon out. Md wanted to talk to the css concerning this issue. The css called the md & the md did not feel that "this balloon could possibly have a hole in it." According to the md, "the balloon has been in for the last 6 hours without any problem." The md felt "that there must be something wrong with iabp equipment." The rn explained that the pump can detect less than 0.5 cc of helium loss & a hole could have developed after insertion if there had been tortuous anatomy & calcification in the aorta. The md said that this pt. Did not have any anatomy problems or calcification. The css explained that there have been several actions taken to troubleshoot the equipment & the situation however, the alarms continue to occur every 2-4 minutes. The md asked the css "what the risk would be to have the balloon remain inserted in the pt." The css explained that "the risk of helium emboli was small since the pump was alarming so frequently and evaluates the helium out with the alarms." The css stated that because the pump is alarming so much, the pt. Is not getting the benefit of the assist and the md may have some difficulty with the removal of the balloon if there is a clot inside of the balloon. The md wanted to css to contact the staff again and do some further trouble shooting. The css spoke to the rn and at this time the rn removed the dressing at the groin site and repositioned the pt. "Some more" and the alarms were less. The css suggested an internal leak test. The css had the rn turn off the helium alarms for 10 minutes, clamp the balloon tubing as close to the groin site on the clear tubing, then rn pumped the balloon; the high pressure alarm appeared as expected. The css had the rn press the reset key and continue to monitor the pump and the balloon pressure waveform baseline. The iabp pumped the balloon for 4-5 minutes without getting the helium loss (2) alarm. The css told the rn that we just demonstrated that the pump and tubing were functioning fine and the helium loss was not from those sites. The css had the rn remove the clamp and start the pump pumping again. The rn had her go back to 40 cc. The pump alarm occurred within 2 minutes. The css then had the rn decrease the balloon volume back to 35 cc. The alarm did not occur after 4 minutes of pumping. The css explained that the rn and staff would need to monitor the helium tubing closely. The css explained that if there was a clot in the balloon, they may see "flakes" of blood in the tubing over time. The css also reiterated that if the pump continued to alarm, the recommendation would be to have the balloon removed. The pt's pressure readings were 77/53, augmentation- 79, map- 68. At 10:47 pm mdt, the css called the rn back and the rn stated that within 30 minutes after we had finished our last call they started to get the helium loss alarms about every 3-4 minutes. The rn stated they had called the md back again, but he did not want to take the balloon out. They are now running the pump with the alarms off and closely monitoring the pump and tubing. The md is planning to remove the balloon in the morning. The css again reminded that they should watch for "flakes of blood" in the tubing. There has been no reported pt. Death or injury. The pt. Outcome is stable. Reference MDR # 1219856-2011-00387 for the first event involving the same patient.